Manufacturer narrative:
The device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: during investigation, the returned battery cap was undamaged and able to fit. The pump powered up with auditory and vibratory alarms. The alleged audio tone/vibration issue complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.